Event description:
The customer reported a fluid leak of approximately 1ml from a coulter hmx hematology analyzer. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer could not identify the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/24/2015 and found and replaced split (worn or torn) tubing at pinch valve pv37 to resolve leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).